Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that housing of the battery handpiece/modular device was deformed/bent. It was determined that the trigger was broken and fractured, and the device had a lid leak tightness test failure. It was further determined that the device failed pretest for check for sticky trigger, check condition and function of triggers, check falling out protection (steal ring), check for roundness of housing, and leakage test using bubble emission technique. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.